Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The patient reported that he has noticed on a few occasions the infusion set adhesive was wet with insulin after bolus delivery. He stated this caused elevated blood glucose (value not provided). He also reported experiencing pain and stinging after cannula insertion mainly during bolus delivery and once blood "gushed" from the infusion site. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. No product will be returned for evaluation.